Event description:
The customer reported that the right hand pedal had failed. It was further reported that while there was a pt on it, the seat went down but the head stayed up. No adverse consequences reported.

Manufacturer narrative:
Device has been in use for over 15 years, customer has reported they are unsure if they wish to have eval and service due to the age of this stretcher.